Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that a ventilator display became blank. There is no information regarding patient involvement.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and the customer reported malfunction was verified. The se replaced graphical user interface (gui) central processing unit (cpu), both light emitting diode (led) display. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb), display panels, muffler, coalescing filter and water trap were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found on the gui pcb, filter and water trap. One display panel had a crimped wire that was damaged and the muffler had buildup of dirt/dust particles. The returned components were installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found on the gui pcb, filter and water trap. The display panels were isolated to the damaged wire. The muffler root cause was due to expected wear. If information is provided in the future, a supplemental report will be issued.